Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-m2a stem-unknown. Unknown-m2a head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01749. 0001825034 - 2020 - 01750. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the patient is experiencing unknown issues. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported the patient underwent a revision surgery 9 years post implantation due to metallosis and metal related pathology. During the procedure pseudotumor encountered and extreme pressure upon opening that released fluid, entire abductor detached, gray debris present, extensive reconstruction to tendon performed. Cyst in the lateral greater trochanter, bone graft is used to fill the area. Gray tan debris on femoral head noted. Cup and stem retained. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157450- m2a-magnum mod hd sz 50mm- 040400 139252- m2a-magnum 42-50mm tpr insrt-6- 621320 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via review of medical records and radiographs by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.